Event description:
The advocate called for help with the customer's breeze meter. While troubleshooting the meter, it was discovered the display was missing segments. The advocate and customer had not been aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A breeze2 meter was sent to the customer.